Manufacturer narrative:
Based on the available information, the philips technician requested a co2 pressure regulator as it is faulty. Philips sent the calibration regulator (989803106081) to the technician's indicated address to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the etco2 regulator was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.